Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The instrument was being used to suture when the issue occurred. There was no instrument collision and no issues with the vertical/horizontal movement of the instrument. There was no cable protruding and no fragment fell inside the patient's anatomy. There was no injury to the patient. Isi received a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument had a broken wire. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large suturecut needle driver instrument; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation and/or if additional information is received.